Manufacturer narrative:
Received a 7f duo flow soft line catheter for evaluation. A visual inspection revealed no damage or defect to the catheter. The suture wing is missing from the catheter. The complaint information and device were forwarded to the engineering department for evaluation and testing. Three 7f soft-line catheters were pulled from stock and retention forces tested for comparison. Since the suture wing of the reported device was not returned, the wings were removed from the stock catheter, placed on the returned catheter, and then tested after allowing the parts to sit for 15-20 minutes. The complaint device and the three new parts out of stock were tested for the suture wing retention force, also known as force at break, and the results were recorded. The test measured the force to pull off each suture wing three times. Physical testing found that the average pull off force of the complaint device was almost identical to the new stock parts. The lowest pull off force was greater than the iso 10555-1 specification. Without an evaluation of the complete device involved we are unable to determine the cause or factors that may have contributed to this event. First complaint of this nature for this device.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Continuous venovenous hemofiltration (cvvh) catheter came out during therapy. Catheter hub was well sutured to patient. The catheter broke loose from hub and slipped out. Patient will require a new catheter.